Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted sheared teeth on the firing rack. The 12th teeth was sheared in the middle section of the firing rack. Functionally, the reload was successfully loaded onto the device, clamped, opened, and unloaded repeatedly without difficulty. A skip of the firing cycle was noted at the damaged teeth. It was reported that the device gave uncharacteristic audible feedback of normal use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur in any of the following circumstances:first, firing over tissue that is beyond the recommended thickness range, and firing with an obstacle incorporated in the jaws. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy procedure, when opening/closing check was performed after connecting the reload, a cracking sound was heard on the handle. The surgeon then stopped using the device and a new handle was used to resolve the issue with the same reload. The device was not used in patient. There was no patient injury.